Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached in the patient. The target lesion was 100% stenosed and was located in the anterior tibial artery. When the viperwire guide wire was advanced distal to the lesion, the tip of the wire became detached. The wire fragment was removed using a snare. The procedure was completed using another viperwire and balloon angioplasty and the patient was in stable condition following the procedure.